Manufacturer narrative:
Correction information: section b.3. The onset of no lock began on (B)(6) 2025. The recipient is reportedly not wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound and loss of lock. Device testing could not be completed due to no lock. External equipment has been exchanged; however, the issue did not resolve. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.